Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited fracture, high impedance, noise and short ventricular to ventricular intervals. The lead was explanted and replaced. No patient complications have been reported as a result of this event.